Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump inlet tubing at the tubing/strain relief junction, and a separation of the longer pump exhaust tubing adjacent to the pump exhaust tubing/strain relief junction. Separations of these types may then allow the loss of fluid, rendering the device inoperable. Based on information received, it could not be determined if one or all sites were the cause for the reported failure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak - tear the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.